Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e315 error. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed, and the issue was solved. The customer informed tac of the event. The device was not returned to olympus for evaluation. Updated fields: d8, h2 and h4.

Event description:
No additional information received from customer.